Event description:
On (B)(4) 2010, abbott point of care was contacted by a customer who reported the I-stat g3+ cartridge yielded a pco2 result of 64.1 mmhg, sample collected 17:34, rec'd 17:39 on (B)(4) 2010. New sample tested using I-stat g3+ cartridge yielded a pco2 result of 81.9 mmhg, sample collected 19:46, rec'd 20:47 on (B)(4) 2010. An umbilical arterial catheter (uac) vent was placed in pt based on I-stat results. Lot number not provided by the customer, a search was conducted of lots rec'd by the customer: r09283, expiration: 05/28/2010; p09315, expiration: 06/28/2010; p09346, expiration: 07/28/2010; t09352, expiration: 08/14/2010, p10075, expiration: 10/28/2010.

Manufacturer narrative:
(B)(4).